Event description:
Report received of an underdelivery. The device was programmed in the piggyback mode to deliver an unspecified antibiotic at a rate of 100 ml/hr with a 100 ml volume to be infused (vtbi). An hour later, while responding to an "infusion complete" alarm, the nurse reportedly noted that there was 50 ml remaining in the bag. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required.